Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the display. He also replaced the display to pump board cable as a precaution. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb), the roller pump display went blank and then came back on when it was tapped. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.